Event description:
The physician reported that a speedband superview was used to treat a pt with esophageal varices. After loading onto the endoscope, the speedband was "unable to fire the bands at the esophageal varices level". The physician remarked that he did not hear the click or sound of the firing system and that the thread had snapped. The same difficulties allegedly occurred with a second speedband device. At this point the physician indicated that the pt was bleeding and required placement of a sengstaken-blakemore to control the bleeding esophageal varices. Sometime thereafter, the pt was transferred to another hosp with a specialized liver unit for tips procedure (transvenous interventional portosystemic shunt) to decrease the portal vein pressure and the bleeding risk of the esophageal varices. The pt's condition was reported to have stabilized. Attempts to retrieve further info from the customer were initiated on 03/07/01, 03/20/01 and 03/27/01 without success. No further info was provided regarding the pt, the procedure or the use of the device. Directions for use state as a contraindication: "speedband superview multiple band ligator is contraindicated for pts with bleeding disorders, unless the bleeding disorder is first identified and treated appropriately, and is contraindicated for any other condition which would otherwise contraindicate gastrointestinal endoscopy. The speedband superview multiple bland ligator is not intended for ligation of esophageal varices below the gastroesophageal junction." The complaint device has been destroyed by the user facility, therefore no eval will be performed.